Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient maintained unhygienic conditions. The patient was not hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with vancomycin 2 grams for five days (route and frequency not reported) for the peritonitis event. Five days after onset, the patient was switched to meropenem 500 milligrams as a loading dose (route not reported) for the peritonitis event. On an unreported date, the patient began treatment with meropenem 250 milligrams (route, frequency, and duration not reported) and amikacin 125 milligrams (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. The patient was reported to be doing well and the peritoneal effluent fluid was reported to be slightly clearer than it was previously. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, dianeal therapy was discontinued, the patient¿s peritoneal dialysis (pd) catheter was removed and the patient was switched to hemodialysis. At the time of this report, the patient¿s pd effluent was not clear, the patient was ¿not doing well¿ and the patient was not recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.